Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified anatomy resulting in the reported failure to advance. Interaction with the moderately calcified anatomy resulted in the reported stent dislodgement/movement. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that the procedure was to treat a calcified lesion in the second marginal coronary artery. Pre-dilatation was performed and the 2.0x18 mm xience alpine stent delivery system (sds) could not cross the lesion. There was resistance noted and when the sds made contact with the lesion, the stent moved and wasn't correctly crimped on the sds. It appeared the mesh of the stent was not fixed in place so the sds was removed and the procedure was completed with balloon dilatation only. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.